Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down and that the pump battery could not be charged. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of over 700 mg/dl. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Customer was released from the hospital on february 10, 2023 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the battery issue; however, no response was received from the customer.